Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, an electro-physiology planned treatment procedure was performed when the issue happened. The procedure was delayed and completed after resetting the footswitch cable plug and rebooting the system. A field service engineer (fse) visited onsite and confirmed the connector on the wired footswitch was damaged. Fse found identified that the footswitch plug at the base of the table was loose. To resolve the issue, fse ordered customer to replace the d-sub pin sets. After replacement of d-sub pin sets, the system was working as intended. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the connector on the wired footswitch was damaged. The system was in clinical use at the time of the reported event. The procedure was completed by using a spare footswitch. There was no reported patient or user harm. Philips has started an investigation of this complaint.